Event description:
Customer stated on a bravo capsule which failed to attach. The capsule was still attached to the delivery system when removed from the pt. No injury was caused to the pt.

Manufacturer narrative:
No pt injury has occurred following this incident.